Event description:
It was reported that the patient with ascites and pleural effusion had a power trialysis implanted via the groin on (B)(6) 2019. When the blood return was checked before chdf on august 25, 2019, blood was difficult to aspirate. Therefore, chdf was not performed, and the power trialysis was flushed with heparin saline. When aspiration was checked again after flushing, the blood return could be confirmed without problem. On (B)(6) 2019, when the blood return was checked, slight resistance was felt during aspiration. After repetitive flushing and aspiration, it became possible to infuse smoothly and chdf could be started. However, clear yellow liquid flowed in the v-lumen and the a-lumen, and blood (red liquid) could not be confirmed in the tube during dialysis. Albumin was administered to the patient from the third lumen of the catheter at the same time, and they told that the color of the fluid that flowed in v-lumen and a-lumen was seemed to be albumin or body fluid such as ascites and pleural effusion. Even though the qb value was raised, blood flow could not be confirmed. Then, chdf was stopped and the tip position of the catheter was confirmed; however the catheter tip was in the correct position and no abnormality was observed. Finally, the power trialysis was removed and another power trialysis was inserted via the internal jugular vein. Dialysis was successfully performed after replacing the catheter. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to aspirate is unconfirmed since the problem could not be reproduced on the returned sample. One 20 cm trialysis catheter was returned for investigation. Residual use material was present on the surface and within the catheter. Luer caps were attached on all three lumens. No evidence of kinking was observed on the catheter surface. The luer caps were removed. The catheter was flushed with water using a 12 ml syringe and each lumen was found to be patent to infusion and aspiration. No evidence to suggest a catheter issue contributed to report event of unable to infuse; therefore, the complaint is unconfirmed. Based on the description of the reported event, possible contributing factors that may have contributed to the reported event are catheter positioning and catheter maintenance. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient with ascites and pleural effusion had a power trialysis implanted via the groin on (B)(6) 2019. When the blood return was checked before chdf on (B)(6) 2019, blood was difficult to aspirate. Therefore, chdf was not performed, and the power trialysis was flushed with heparin saline. When aspiration was checked again after flushing, the blood return could be confirmed without problem. On (B)(6) 2019, when the blood return was checked, slight resistance was felt during aspiration. After repetitive flushing and aspiration, it became possible to infuse smoothly and chdf could be started. However, clear yellow liquid flowed in the v-lumen and the a-lumen, and blood (red liquid) could not be confirmed in the tube during dialysis. Albumin was administered to the patient from the third lumen of the catheter at the same time, and they told that the color of the fluid that flowed in v-lumen and a-lumen was seemed to be albumin or body fluid such as ascites and pleural effusion. Even though the qb value was raised, blood flow could not be confirmed. Then, chdf was stopped and the tip position of the catheter was confirmed; however the catheter tip was in the correct position and no abnormality was observed. Finally, the power trialysis was removed and another power trialysis was inserted via the internal jugular vein. Dialysis was successfully performed after replacing the catheter. There was no reported patient injury.